Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/ pelvic pain"), genital haemorrhage ("heavy bleeding"), chronic tonsillitis ("chronic tonsillitis") and autoimmune disorder ("autoimmune disorder") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (both births). She had no history of migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included hyperlipidemia, allergic rhinitis, sinusitis and paratubal cyst. Concomitant products included calcipotriol (calcipotriene). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes- unspecified") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013, the patient experienced migraine ("severe migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced rash ("rashes or skin condition / dermatology problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). In 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced chronic tonsillitis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pustular psoriasis ("palmer pustular psoriasis"), dyspareunia ("pain during intercourse"), food allergy ("food allergy"), hot flush ("hot flashes"), pruritus ("itchy skin"), rash papular ("red itchy skin"), urticaria ("hives") and obstructive airways disorder ("tonsillectomy due to swelling that blocked my airway"). The patient was treated with methotrexate, antibiotics, adalimumab (humira), bupropion (wellbutrin), minoxidil, surgery (total abdominal hysterectomy and bilateral salpingectomy to have her essure removed) and surgery (tonsillectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight fluctuation, dyspareunia, hot flush, allergy to metals, chronic tonsillitis, autoimmune disorder, pruritus, rash papular, urticaria, headache, obstructive airways disorder, weight increased, hormone level abnormal and hypersensitivity outcome was unknown, the back pain, abdominal pain, dysmenorrhoea, depression, fatigue, migraine, pustular psoriasis, rash, vaginal haemorrhage, menorrhagia, alopecia, mood swings and anxiety had resolved and the food allergy was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, chronic tonsillitis, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, obstructive airways disorder, pelvic pain, pruritus, pustular psoriasis, rash, rash papular, urticaria, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient sought treatment for chronic pain and was given prescription medication. She was also treated with steroids for palmer pustular psoriasis and laser treatment for rashes. Sectioning reveals a metallic coiled wire consistent with a sterilization device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.435 kgs. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Current weight: 209 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and allergy to metals." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant medication added. Following event : hormonal changes describe: mood swings, psychological or psychiatric problems condition: anxiety, allergic or hypersensitivity reaction were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), genital haemorrhage ("heavy bleeding"), chronic tonsillitis ("chronic tonsillitis") and autoimmune disorder ("autoimmune disorder") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (both births). She had no history of migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included hyperlipidemia, allergic rhinitis and sinusitis. Concomitant products included calcipotriol (calcipotriene). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("severe abdominal pain"), depression ("depression"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes- unspecified") and mental disorder ("psychological or psychiatric problems- condition: unspecified"). In 2013, the patient experienced migraine ("severe migraine") and headache ("headaches"). In may 2014, the patient experienced rash ("rashes"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced chronic tonsillitis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), pustular psoriasis ("palmer pustular psoriasis"), dyspareunia ("pain during intercourse"), food allergy ("food allergy"), hot flush ("hot flashes"), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), pruritus ("itchy skin"), rash papular ("red itchy skin"), urticaria ("hives"), obstructive airways disorder ("tonsillectomy due to swelling that blocked my airway") and weight increased ("weight gain"). The patient was treated with methotrexate, antibiotics, adalimumab (humira), bupropion (wellbutrin), surgery (total abdominal hysterectomy and bilateral salpingectomy to have her essure removed) and surgery (tonsillectomy). Essure was removed on 16-mar-2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, weight fluctuation, rash, dyspareunia, vaginal haemorrhage, menorrhagia, hot flush, allergy to metals, chronic tonsillitis, autoimmune disorder, alopecia, pruritus, rash papular, urticaria, headache, obstructive airways disorder, weight increased, hormone level abnormal and mental disorder outcome was unknown and the back pain, abdominal pain, depression, fatigue, migraine, pustular psoriasis and food allergy had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, chronic tonsillitis, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, mental disorder, migraine, obstructive airways disorder, pelvic pain, pruritus, pustular psoriasis, rash, rash papular, urticaria, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient sought treatment for chronic pain and was given prescription medication. She was also treated with steroids for palmer pustular psoriasis and laser treatment for rashes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.435 kgs. Hysterosalpingogram - in may 2011: total bilateral occlusion. Current weight: 209 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and allergy to metals." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 37 year old patient. Her demographic was updated. Her historical and concurrent condition was added. Lab data was amended. Essure indication was amended. Following events: abnormal bleeding (vaginal/menorrhagia), food allergy, hot flashes, nickel allergy, chronic tonsillitis, autoimmune disorder, hair loss, itchy skin, red itchy skin, hives, headaches, tonsillectomy due to swelling that blocked my airway, weight gain, hormonal changes- unspecified and psychological or psychiatric problems- condition: unspecified. She had recovered form following events: palmer pustular psoriasis, abdominal and back pains migraines, depression, food allergies and fatigue. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') and chronic tonsillitis ('chronic tonsillitis') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (both births) and smoker. She had no history of migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included hyperlipidemia, allergic rhinitis, sinusitis and paratubal cyst. Concomitant products included calcipotriol (calcipotriene) and norethisterone (micronor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes- unspecified"). In (B)(6) 2013, the patient experienced migraine ("severe migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced rash ("rashes or skin condition / dermatology problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). In 2014, the patient experienced autoimmune disorder ("autoimmune disorder"). In (B)(6) 2014, the patient experienced chronic tonsillitis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), pustular psoriasis ("palmer pustular psoriasis"), dyspareunia ("pain during intercourse"), food allergy ("food allergy"), hot flush ("hot flashes"), pruritus ("itchy skin"), rash papular ("red itchy skin"), urticaria ("hives"), obstructive airways disorder ("tonsillectomy due to swelling that blocked my airway") and erythema ("redness"). The patient was treated with adalimumab (humira), antibiotics, bupropion hydrochloride (wellbutrin), methotrexate, minoxidil and surgery (tonsillectomy and total abdominal hysterectomy and bilateral salpingectomy to have her essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight fluctuation, dyspareunia, hot flush, allergy to metals, chronic tonsillitis, autoimmune disorder, pruritus, rash papular, urticaria, headache, obstructive airways disorder, weight increased, hormone level abnormal, hypersensitivity and erythema outcome was unknown, the back pain, abdominal pain, dysmenorrhoea, depression, fatigue, migraine, pustular psoriasis, rash, vaginal haemorrhage, menorrhagia, alopecia, mood swings and anxiety had resolved and the food allergy was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, chronic tonsillitis, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, food allergy, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, obstructive airways disorder, pelvic pain, pruritus, pustular psoriasis, rash, rash papular, urticaria, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient sought treatment for chronic pain and was given prescription medication. She was also treated with steroids for palmer pustular psoriasis and laser treatment for rashes. Sectioning reveals a metallic coiled wire consistent with a sterilization device. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Current weight: 209 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and allergy to metals." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') and chronic tonsillitis ('chronic tonsillitis') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (both births) and smoker. She had no history of migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included hyperlipidemia, allergic rhinitis, sinusitis and paratubal cyst. Concomitant products included calcipotriol (calcipotriene) and norethisterone (micronor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes- unspecified"). In (B)(6) 2013, the patient experienced migraine ("severe migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced rash ("rashes or skin condition / dermatology problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). In 2014, the patient experienced autoimmune disorder ("autoimmune disorder"). In (B)(6) 2014, the patient experienced chronic tonsillitis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), pustular psoriasis ("palmer pustular psoriasis"), dyspareunia ("pain during intercourse"), food allergy ("food allergy"), hot flush ("hot flashes"), pruritus ("itchy skin"), rash papular ("red itchy skin"), urticaria ("hives"), obstructive airways disorder ("tonsillectomy due to swelling that blocked my airway") and erythema ("redness"). The patient was treated with adalimumab (humira), antibiotics, bupropion hydrochloride (wellbutrin), methotrexate, minoxidil and surgery (tonsillectomy and total abdominal hysterectomy and bilateral salpingectomy to have her essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight fluctuation, dyspareunia, hot flush, allergy to metals, chronic tonsillitis, autoimmune disorder, pruritus, rash papular, urticaria, headache, obstructive airways disorder, weight increased, hormone level abnormal, hypersensitivity and erythema outcome was unknown, the back pain, abdominal pain, dysmenorrhoea, depression, fatigue, migraine, pustular psoriasis, rash, vaginal haemorrhage, menorrhagia, alopecia, mood swings and anxiety had resolved and the food allergy was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, chronic tonsillitis, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, food allergy, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, obstructive airways disorder, pelvic pain, pruritus, pustular psoriasis, rash, rash papular, urticaria, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient sought treatment for chronic pain and was given prescription medication. She was also treated with steroids for palmer pustular psoriasis and laser treatment for rashes. Sectioning reveals a metallic coiled wire consistent with a sterilization device. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Current weight: 209 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and allergy to metals." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: pfs received new reporter information was added. New event redness was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of migraines suffering prior to undergoing the implantation of essure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), migraine ("severe migraine"), pustular psoriasis ("palmer pustular psoriasis"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), rash ("rashes") and dyspareunia ("pain during intercourse"). The patient was treated with methotrexate, antibiotics, adalimumab (humira) and surgery (underwent hysterectomy to have her essure removed.). Essure was removed on(B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, pustular psoriasis, depression, fatigue, weight fluctuation, abdominal pain, back pain, rash and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, pustular psoriasis, rash and weight fluctuation to be related to essure. The reporter commented: patient sought treatment for chronic pain and was given prescription medication. She was also treated with steroids for palmer pustular psoriasis and laser treatment for rashes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: fallopian tubes are fully occluded most recent follow-up information incorporated above includes: on (B)(6) 2017: case correction - new adverse event (pain during intercourse) and new reporter (consumer's husband) added. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.